Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up in backup vvi mode. After device download, the device resumed normal function.